Event description:
The event involved an ext set, smallbore, clave clear, and it was reported when put in place, the extender returns blood and drips at the valve even though it is deactivated. The medical team changes the device with an extender of the same reference and the same lot. The incidence repeats itself. There was patient involvement, and no patient harm. The event occurred twice and this report captures the second of the two incidents.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.